Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely elevated carbamazepine (carb) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was acceptable prior to the erroneous results. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed a leaking wash probe 1 and resolved the problem with wash probe siemens reviewed the photometer data for the sample ids which indicate the erratic kinetics or depressed absorbance values between cycles when no instrument activities (sample addition, reagent addition, mixing) were taken place. The discrepant results were consistent with droplets from a reaction wash probe falling into a cuvette during the processing of the test. Siemens further reviewed the service activities and noticed that droplets were observed on reaction wash probe 1 dispense and reaction wash probe 3 aspirate. Siemens has replaced the associated valves v19 and v27. The decreased milli absorbance unit (mau) for the data reviewed was due to a droplet from the reaction washer. Based on the available information, wash station droplets and the malfunctioned valves identified during service potentially contributed to the falsely elevated carb results. Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated carbamazepine (carb) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who did not question the result. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the initial result and matched patient¿s clinical history and was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carb result.